Manufacturer narrative:
A2, a3, a4: patient information received and reported. B5: additional event information received and reported. Siemens completed the technical investigation of the reported event and received additional event and patient information. The investigation concluded that there was no device malfunction and the CT system performed as specified. The death of the patient was not related to the CT system. It was reported to siemens that the patient had a strong adverse reaction to the injected contrast media before the CT scan was started. No further action by siemens is warranted at this time.

Event description:
Additional information received. The patient had a strong adverse reaction to the injected contrast media before the CT scan was started.

Manufacturer narrative:
Initial reporter's telephone number is: (B)(6). Siemens has initiated a detailed technical investigation of the reported event. As of the date of this report, siemens does not have any evidence of a device malfunction and there was no allegation of device malfunction made by the customer. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported to siemens that a patient died on the somatom scope CT table. The scan had not yet been started when the patient event occurred. Additional information has been requested by siemens but has not yet been received as of the date of this report. The customer did not allege any malfunction of the CT system, therefore, this report is being submitted with an abundance of caution. The reported event occurred in (B)(6).